Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer indicating that the patient suffered a personal injury from use of a malfunctioning/defectively manufactured synchromed ii infusion system. It was reported that the patient suffered, using an FDA (food and drug administration) grading of injuries, the following category of damages: life-threatening injury (intensive care treatment, extended hospitalization, exaggerated rebound spasticity, and/or altered mental state) or serious injury (return of underlying symptoms, medical intervention, surgical revision, or observation). However, it was not specified which of the aforementioned damages pertained to this particular patient. The patient's indications for use of the infusion system were non-malignant pain and chronic low back pain. The patient identification, product information, event date, alleged issue, potential causes of the event, symptoms, troubleshooting /diagnostics performed, actions/interventions taken, patient outcome, and were not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Medical products: product ID 8780, serial# (B)(4), product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.